Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. Functional testing was performed and it was found that the downstream occlusion sensor failed calibration. The downstream occlusion sensor was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device indicated "cassette not attached." There was no patient, or clinician injury associated with these occurrences. The event occurred during bench test. No further details provided at this time.